Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No blank display was noted. No failed battery test or off no power without a low battery alert was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump alarmed failed battery test. Customer's mother also reported that the insulin pump alarmed off no power without low battery indicator. Customer's mother stated that the insulin pump experienced a blank display and then returned again. Customer's mother reported that the pump did not alarm low battery before going blank. Customer's blood glucose reading was 236 mg/dl. Customer decline to replace the battery cap and requested that the insulin pump be replaced. Therefore, product is being replaced.